Event description:
An alarm issue was reported with the adc device in use with samsung galaxy s23 ultra, os unknown, app version unknown. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness/fainted. The customer was administered glucagon and glycagel 1ml intravenously by a third-party for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. It has been determined that there were no issues identified with the freestyle librelink app application during replication that would have led to the reported issue. The customer reported missing low alarms. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system functioned as intended. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness/fainted. The customer was administered glucagon and glycagel 1ml intravenously by a third-party for treatment. There was no report of death or permanent impairment associated with this event.